Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 10.1 -10.3 cm from the connector pin consistent with friction to the device can. This is consistent with the observation from the field of high capture threshold.

Manufacturer narrative:
This product is registered as a combination product. The results/method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-09528. It was reported that when the patient presented remotely via merlin.net transmission, high capture threshold was observed on the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. The patient was stable.